Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-04491. It was reported the patient complained of not receiving effective stimulation therapy from her pns system. X-rays taken showed the supra-orbital (off-label) lead had migrated. Follow up identified surgical intervention was taken on (B)(6) 2016 and the physician repositioned the lead. Additional follow up identified the patient reported receiving effective stimulation therapy.